Event description:
A caller reported a malfunction on a pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The customer continued using the pump and was advised to reach out if the issue occurred again.